Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the medical team put the octaray mapping catheter introducer into the sheath, the introducer broke inside of the hub. No damages or dislodgments were noted on the hub, brim cap, or valve. The sheath was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-jul-2025, additional information was received providing the lot # as 31592784l. Based on lot number availability, fields d4. Catalog, d4. Lot, d4. Expiration date, d4. Primary UDI number and h4. Manufacture date have all been populated with appropriate information. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31592784l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).